Event description:
It was reported that the pump was alarming no disposable clamp tubing. The back up pump was used but the alarm persisted. Patient notes that this has occurred 3 times in the month of june, and that he has wasted 3 cassettes. There was no clinician injury associated with this occurrence. No further details provided at this time. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.